Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient was not sure if the ins was charging. Patient was able to sync with the ins using the patient programmer (pp) and verified seeing the informational message that the ins needs to be charged. Patient then started a normal charging session with the recharger (insr). Patient only had two coupling bars at first, but repositioned the insr antenna to obtain full coupling. Patient stated that his skin got a "little bit hot" twice this week while charging the ins. Patient confirmed that he does not use the insr belt to charge. Patient tucks the insr antenna in his pants and "cinches the belt real tight" and puts a back brace over that to keep the antenna in place. It was reviewed with patient that this is not ideal because it does not allow for the heat during charging to dissipate. Patient understood and adhesive discs were ordered for the patient. An exact date of the event was not provided. Additional information was received from the patient. The patient reported that the circumstances leading to him not being sure if the implant was charging/it needed to be charged and skin getting a little bit hot was charging on site. The patient reported that they removed, cooled down and then reapplied same thing all over, still not fully charged. The patient reported that the issues weren¿t resolved and it still got very warm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.